Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at the emergency room due to receiving two shocks at home. The shocks were inappropriate and due to right ventricular lead dislodged into the right atrium and sensing atrial fibrillation. The lead was explanted and replaced. The physician elected to explant and replace the right atrial lead as well. The patient was stable throughout the procedure. Related manufacturer reference number: 2938836-2019-16799.